Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56, serial#: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing a shocking pain and irritation across the rib due to lead migration confirmed through x-ray. The patient underwent a lead revision procedure wherein the leads were pulled down. The patient was doing well postoperatively.